Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients ipg was end of life and unknown if prematurely depleted. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.